Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. Patient is resurfacing to xl - cup and heads (resurfacing and xl) product details rec'd this com is for resurfacing revision of head only (cup remained in situ)- see (B)(4) for xl revision. The resurfacing products: 9998-04-754 ((B)(4)) and 9998-04-047 ((B)(4)) were implanted (B)(6) 2008 the head was then revised on (B)(6) 2009 to an xl head along with stem and taper sleeve (details not provided). These products, along with the cup 9998-04-754 ((B)(4)) from the resurfacing implant, were then revised (B)(6) 2010. Both revisions were performed at (B)(6) by (B)(6) according to updated (B)(6). This (B)(6) was originally rec'd on 8 apr 2015. However, as I have had to request further information to determine what happened in each revision I have stated the alert date 6th may 2015 as this was the date of my final request. All requests have been added to this com and will also be attached to (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was update on: sep 08, 2017.

Manufacturer narrative:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown, patient is resurfacing to xl - cup and heads (resurfacing and xl) product details rec'd this com is for resurfacing revision of head only (cup remained in situ)- see com (B)(4) for xl revision the resurfacing products: 9998-04-754 (B)(4) and 9998-04-047 (B)(4) were implanted (B)(6) 2008 the head was then revised on (B)(6)2009 to an xl head along with stem and taper sleeve (details not provided) these products, along with the cup 9998-04-754 (B)(4) from the resurfacing implant, were then revised (B)(6) 2010. Both revisions were performed at(B)(4)by(B)(4) according to updated claimsuite. This claimsute was originally rec'd on 8 apr 2015. However, as I have had to request further information to determine what happened in each revision I have stated the alert date 6th may 2015 as this was the date of my final request. All requests have been added to this com and will also be attached to com (B)(4). Sm 27 may 2015 update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was update on: sep 08, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.